Event description:
Pt's mother reported pt's pump stopped working mid infusion on (B)(6) 2025 would not work. Pt's mother reported home health rn had to infuse the rest of the infusion via gravity. Pump serial number and expiration unknown. No further information, details or dates available. Product lot and expiration unknown. Unknown if md is aware. Dose/amount: gammaked - 20gm. Gammaked indication: common variable immunodeficiency, unspecified. Did pt miss a dose or have an interruption to therapy? ¿ unknown. Did adverse event(s) result due to product issue? ¿ unknown. Did pharmacy replace device? ¿ yes. Is device associated with event available for return? ¿ unknown.